Manufacturer narrative:
(B)(4). A philips field service engineer confirmed the failure. The wall mount needed to be reseated to make contact to charge the battery as the battery had become completely drained. After reseating the wall mount, the battery started charging and the issue was resolved. The device remains at the customer site. See scanned page.

Event description:
The customer reported that the device failed to power on. There was no report of pt involvement.